Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ax55g instrument staples malformed. The surgeon used overstitches to complete the case.